Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check was found to be failing on the axes controller motor (acm). Once testing was completed, the acm was (applied behavior analysis) aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the acm was found to be the probable root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) about a recurring recoverable error on arm 3. The user had already attempted to recover the fault and had power cycled the system, but the error persisted and all four arms were needed for the procedure. The user aborted to another da vinci system to proceed with the case. No known impact or patient consequence was reported.